Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the somatom sensation 64 system. A scanner malfunction occurred during contrast injection causing the system to freeze. The customer initiated an immediate rescan to retrieve a scan with decent image quality. A subsequent rescan with reduced contrast dose was then initiated. There is no report of impact to the state of health of the patient involved.

Manufacturer narrative:
Analysis of system logs revealed many error messages regarding defective ECG cables. The reported scan abort was due to an unknown command that occurred one time. Siemens replaced the ECG cables and cpi. The system is functional and there have been no reports of the issue since then.